Event description:
The reporter said that the pt had done blood glucose meter tests with results of 400 and 167, but did not give specifics. No symptoms were reported. On follow-up, the lifescan representative spoke with the pt, who said that numbers provided by the reporter were not correct. The pt state that test results during routine appointment were "lab 302, doctor's accucheck 333, mine 187 at same time." Meter tests were with same fingerstick. No further details given. The pt stated that she cleans her meter with alcohol. The pt did not have time for control test. No harm was alleged.